Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event, noting blood glucose at approximately 100 mg/dl before sleep, self-treated with oral glucose tablets, and awoke with a low of 60 mg/dl, after which additional glucose tablets were taken and levels returned to 120 mg/dl; the event included no alerts or alarms and troubleshooting and education were completed regarding meal announcements for carbohydrate intake under 15 grams. Symptoms included fatigue without loss of consciousness or seizure. Outcomes included temporary impact to daily activities with self-management using oral glucose and no medical intervention or hospitalization. Investigation included user interview and technical review. Investigation of this case revealed no device malfunction identified and user-related factors discussed, including insulin sensitivity and meal announcement practices. It was concluded that the event was consistent with hypoglycemia with unclear cause and no reportable device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.